Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The company representative reported a posterior capsular tear occurred. The surgeon attributed the issue to the instruction of the company representative. The company representative attributed the posterior capsular tear to the surgeon¿s aggressive use of ophthalmic viscoelastic and hydro dissection technique. The surgeon stated that it started as radial tear prolonging to a posterior tear. The company representative added that ¿the intraocular pressure ( was already above the target range (applanation circle was smaller than the inner ring), may have contributed to the existing radial tear propagating posteriorly·¿ additional related information was requested but none has been provided to date. A root cause cannot be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that a posterior tear surgeon overinflated eye with provisc after aggressive hydro dissection in the unknown eye of a patient during cataract surgery.